Event description:
It was reported by the customer that the unit display (backlight) gradually began to lose intensity during regularly schedule testing. Slight damage noted by the facility which they indicated may have been caused by the unit falling or being dropped. No patient involved.

Manufacturer narrative:
The reported unit was not made available for evaluation. Multiple attempts were made to obtain additional information and return of the reported device. No patient injury was reported. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. There is no service history on file with the manufacturer for the reported device. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. Should the product be returned or new information is made available, a follow-up report will be provided.